Event description:
During prep, the balloon was successfully filled with 35mm of fluid and was patent. The balloon was then introduced into the ascending aorta and inflated. The balloon pressure decreased immediately. When the balloon was removed, it appeared to be deformed. It was also reported that the balloon leaked. The procedure was completed with a chitwood type clamp. There were no adverse patient consequences.